Manufacturer narrative:
Other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a patient. It was reported that they had difficulty charging their 97712 implantable neurostimulator (ins), which was intended for their neck, as they were getting poor communication and no telemetry. The patient hadn¿t had stimulation on for a while and was last able to successfully charge over a month prior to the date of this report. It was noted that the patient¿s inability to charge their 97712 ins started in (B)(6) 2017. It was further reported that the patient was having difficulty charging their other ins, a 97714 model, as they were getting poor coupling. The patient stated that they would be able to get full coupling, but it would drop or eliminate if they moved. The patient noticed around (B)(6) 2017 that it had been taking longer for t hem to charge their ins, about 3-4 hours, and then it would die after 1-2 days. It was confirmed that the patient¿s ins died about a week ago and that was when they were last able to feel stimulation. No falls or traumas were reported that could be related to the issue. Although, the patient mentioned that they had maybe ¿just slipped¿ or bumped into a door. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge with their 97712 device and to check their 97714 device further. No further complications were reported or anticipated. Indications for use are non-malignant pain, cervical radiculopathy, and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.